Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain, chronic"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), tooth disorder ("dental probs."), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rash, skin disorder and psychological trauma outcome was unknown and the menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, blood disorder, cardiac disorder, tooth disorder, fatigue, alopecia, migraine, headache, hormone level abnormal and weight increased had resolved. The reporter considered abdominal pain, alopecia, blood disorder, blood loss anaemia, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: removal recommended by treating physician? Unknown. Medical leave related to essure: yes. She had received treatment for pain, bleeding,allergy, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case became incident. Patient date of birth added. Event injury nos has been updated and new events dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, blood disorder, heart disorder, blood loss anemia, rash, skin condition, psychological trauma, device dislocation, tooth disorder, fatigue, hair loss, migraines, headaches, hormonal changes, weight gain were added. Outcome of event pain,bleeding,other(dental probs., fatigue, hair loss, migraines, headaches, hormonal changes, weight gain) added as recovered. Product removal date added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.